Manufacturer narrative:
(B)(4). The micropituitary shaft tip is cracked at the center of the jaw pivot pin, with the lower portion of the static jaw cracked, and the pivot pin is missing and not returned for analysis. Jaws appear to be properly aligned side to side. Due to missing pivot pin, upper portion of the shaft will move forward and backward in relation to the lower shaft, causing tip misalignment. The location and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the lower jaw has become misaligned after use in the surgery. Although this instrument was used during surgery, no patient complications have been reported.